Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Cartridge and syringe needle were changed and cartridge was successfully loaded. Insulin therapy was resumed. There was no reported impact to customer's blood glucose.